Event description:
Device 5 of 5. Reference MFR. Report#: 1627487-2019-00347. Reference MFR. Report#: 3006705815-2019-00069. Reference MFR. Report#:3006705815-2019-00070. Reference MFR. Report#:1627487-2019-00348. It was reported that the patient was diagnosed with an infection at the ipg and lead site. As a result, the scs system was explanted (B)(6) 2018 and the patient was given oral and IV antibiotics. The infection resolved over time.